Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: (B)(6) 2019. Unknown patella. Unknown femoral component . Unknown tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00180, 0001822565-2020-00181.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately 3 months post implantation to help with range of motion. Patient reported that he felt the knee cap catching and popping accompanied by pain and swelling.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.